Manufacturer narrative:
The distributor did not submit a user facility/distributor report to the MFR. The cardinal health tech support specialist in conjunction with the hill-rom svc tech determined that the most likely root cause of the intermittent functioning of rental device's audible alarm was a faulty alarm board and possibly a faulty alarm speaker. The distributor, was shipped a replacement alarm board and alarm speaker to repair the rental device and return it to rental svc. Cardinal health issued a return goods authorization (rga) number to the distributor, for the return of the alleged faulty alarm board for eval. As of the date of this report the alleged faulty alarm board has not been rec'd by cardinal hlth.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a svc tech. Reports that he found a note on this vent reporting a problem with the alarms. I researched and could not find any customer voiced complaint. He evaluated the vent and did find an intermittent problem with the alarms. He explains that he wasn't able to hear any alarms until he checked each connection in the electronics compartment for any loose connections. He doesn't know what he did because he didn't find any loose connections, but after he did that, the alarms sounded appropriately (audible alarm with alarm condition). He adds that the alarm did sound more quiet than usual (like it was going out). He also adds that when he checks the alarm silence button, he noted that it silenced the alarm for over 2 minutes (45 sec is specs). After evaluating all of his findings, I told him that there could be an intermittent problem with the alarm board. I will send him a replacement alarm board and audible speaker. He understood.